Manufacturer narrative:
Device evaluation: returned device was received with top case cracked/chipped by the front left and right bottom corners. Cracked battery door, missing 4000 logo, missing screws on radio board and visible contamination by the "l" bracket pole clamp. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface.a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that a smiths medical medfusion 4000 pump,had base hardware failure. No adverse patient effects were reported.